Manufacturer narrative:
Standard treatment protocols recommend adjusting the treatment location when tms results in motor movement. At the time of the event, the practice had guidelines in place which limited the allowable amount of adjustment. After the event the practice modified their proceedure to align with standard guidelines.

Event description:
Neuronetics received a call from a provider stating their patient experienced what appeared to a generalized tonic-clonic seizure during tms treatment. On the previous day's treatment session, tms elicited movement of arms and hands indicating the treatment location may have been activating the motor strip. Emergency services were called. Patient was treated, released and symptoms have been resolved with no known continued side effects reported.